Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, there was an access site bleed treated by suture, medical management, and blood product delivery. The pump remains on and was successfully weaned and explanted.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. Impella cp was returned and no damages or abnormalities were found. Leak test was performed and the repositioning unit met specifications. The root cause of the access site bleeding was not determined due to insufficient clinical information.